Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No root cause could be determined. It was noted the customer declined to use the recommended rack adaptors.

Event description:
The customer alleged they received a questionable thyrotropin (tsh) result on their 2010 analyzer. The patient's initial tsh result was 0.036 uiu/ml accompanied by a data flag and it was reported outside the laboratory. The sample was clear and non-hemolyzed. It is the laboratory's protocol to repeat all low tsh results. The sample was repeated twice on the same analyzer. The repeat results were 1.42 uiu/ml and 1.40 uiu/ml. The repeat results were considered correct and a corrected report was issued. The initial result had not been seen by the physician before the corrected result was called. The patient was not adversely affected by the erroneous result. The tsh reagent lot number was 16909901 and the expiration date was 02/28/2013. The field service representative could not determine the cause of the event. He tightened all the fittings, cleaned the analyzer, and adjusted the liquid level detection voltage. He observed proper results during the performance test.